Event description:
The Biomedical Engineer (BME) reported that they had a patient death while they were connected to this monitor. It appears that the patient was not admitted to this Bedside Monitor (BSM) at all or at least not correctly. They have no full disclosure data at the Central Nurse's Station (CNS) or Bedside Monitor (BSM), and the patient name/ MRN is not in the discharged patients list, even though there are discharges from longer ago than this incident in that list and there was no patient data going to EPIC EMR.

Manufacturer narrative:
THE BIOMEDICAL ENGINEER (BME) REPORTED THAT THEY HAD A PATIENT DEATH WHILE THEY WERE CONNECTED TO THIS MONITOR. IT APPEARS THAT THE PATIENT WAS NOT ADMITTED TO THIS BEDSIDE MONITOR (BSM) AT ALL OR AT LEAST NOT CORRECTLY. THEY HAVE NO FULL DISCLOSURE DATA AT THE CENTRAL NURSE'S STATION (CNS) OR BEDSIDE MONITOR (BSM), AND THE PATIENT NAME/ MRN IS NOT IN THE DISCHARGED PATIENTS LIST, EVEN THOUGH THERE ARE DISCHARGES FROM LONGER AGO THAN THIS INCIDENT IN THAT LIST AND THERE WAS NO PATIENT DATA GOING TO EPIC EMR. NIHON KOHDEN CONTINUES TO INVESTIGATE THE REPORTED EVENT. NIHON KOHDEN WILL SUBMIT A SUPPLEMENTAL REPORT IN ACCORDANCE WITH 21 CFR SECTION 803.56 WHEN ADDITIONAL INFORMATION BECOMES AVAILABLE. ADDITIONAL DEVICE INFORMATION: D10 CONCOMITANT MEDICAL DEVICE. CENTRAL NURSE'S STATION MODEL: PU-681RA SN: (B)(6).

Event description:
THE BIOMEDICAL ENGINEER (BME) REPORTED THAT THEY HAD A PATIENT DEATH WHILE THEY WERE CONNECTED TO THIS MONITOR. IT APPEARS THAT THE PATIENT WAS NOT ADMITTED TO THIS BEDSIDE MONITOR (BSM) AT ALL OR AT LEAST NOT CORRECTLY. THEY HAVE NO FULL DISCLOSURE DATA AT THE CENTRAL NURSE'S STATION (CNS) OR BEDSIDE MONITOR (BSM), AND THE PATIENT NAME/ MRN IS NOT IN THE DISCHARGED PATIENTS LIST, EVEN THOUGH THERE ARE DISCHARGES FROM LONGER AGO THAN THIS INCIDENT IN THAT LIST AND THERE WAS NO PATIENT DATA GOING TO EPIC EMR.

Manufacturer narrative:
The Biomedical Engineer (BME) reported that they had a patient death while they were connected to this monitor. It appears that the patient was not admitted to this Bedside Monitor (BSM) at all or at least not correctly. They have no full disclosure data at the Central Nurse's Station (CNS) or Bedside Monitor (BSM), and the patient name/ MRN is not in the discharged patients list, even though there are discharges from longer ago than this incident in that list and there was no patient data going to EPIC EMR.Investigation Conclusion:Multiple attempts have been made to retrieve BSM and CNS logs. However, there was no response received. Therefore, this complaint could not be confirmed, and the root cause of the reported issue could not be determined. The following fields contain No Information (NI), as attempts to obtain information were made, but not provided:A2 - A6: Patient Information.B6 - B7: Relevant Test / Laboratory Data, Other Relevant (Patient History).Attempt #1:(b)(6) 2026 Emailed customer for all items under the No Information Section. No reply was received.Attempt #2:(b)(6) 2026: Emailed customer for all items under the No Information Section. No reply was received.Attempt #3:(b)(6) 2026: Emailed customer for all items under the No Information Section. No reply was received.Additional Device Information:D10 Concomitant Medical Device.Central Nurse's Station:Model: PU-681RA,SN: (b)(6).Additional Information:B4 Date of this report.G3 Date Received by Manufacturer.G6 Type of Report.H2 If Follow-Up, What Type?H6 Event Problem and Evaluation Codes.H11 Additional Manufacturer Narrative.